Manufacturer narrative:
H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a pre-use test passed, the cannula was placed and inflated, and the air bag leaked. A new product was needed to replace the cannula. There was patient involvement, but no patient harm/adverse event reported.